Event description:
It was reported that the patient experienced an emergency that resulted in "serious withdrawal". The hcp had tried to restart the pump but was unable to do so. A confirmed motor stall was noted in event logs in 2009 at 0943 with no motor stall recovery recorded. A tube set message occurred 48 hours later. The pump was updated and the pump logs were rechecked, but the motor stall did not recover. It was suspected that there was pump damage and that "something unusual" had happened to the patient that they are unsure of. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.